Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing and this showed a primary audible alarm post message. The internal examination of the device did not confirm the any visible problems with speaker or interconnect board but issue likely occurred due to one of these components.

Event description:
Information was received indicating that during pre-test, a smiths medical medfusion pump exhibited alarms, and had bad interconnect board. No patient was involved in this event. No adverse effects were reported.